Event description:
It was reported that a patient underwent an ablation procedure with a thermocool sf catheter and a sterilization compromised issue occurred. During nodal ablation, the packaging of the thermocool sf catheter was physically broken and the catheter was not in sterile condition. They had to open a new catheter. The event occurred during sterile processing and during field inspection. There was no patient consequence. Additional information was received on 29-jul-2024. There was physical damage to the packaging. The device was secured properly in the tray. There was no damage to the device due to any part of the packaging being damaged. The caller does not have the product. Additional information was received on 31-jul-2024. It was confirmed that the catheter was not used on the patient. The packaging damage issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The sterilization compromised issue was assessed as MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31192420l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).